Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
New etq record created in order to update etq (legal system) complaint (B)(4). Reason for original complaint - patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address hip pain. Joint fluid was encountered intraoperatively that was slightly cloudy with a brownish tinge to it. Doi: unk - dor: (B)(6) 2011 (left hip). Update 6/22/2016 medical records received. Medical records reviewed for MDR reportability. Medical records reported the patient revision surgery for leg length discrepancy, pain, and joint fluid that was a cloudy, grayish brown color. Taper sleeve added for pain. The complaint was updated on: jul 1, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.